Event description:
Patient has experienced an increase in seizures following an increase in programmed parameters. The patient's device was programmed to on in 2002 and as of 1 month later, the patient reported that they had stopped several seizures with the magnet. At that time, the patient reported that they felt better, were a little more attentive and were thinking better. It was reported that the patient was previously able to notice an aura and swipe the device with the magnet to abort the seizure. Since the parameter increase, the patient reportedly no longer has an aura and therefore does not have the opportunity to abort the seizure by using the magnet. As of 2 months later, the patient reported that they had 12 seizures since their last appointment with parameter increase (date unknown).